Event description:
It was reported that the patient passed away from a heart attack and subarachnoid hemorrhage on (B)(6) 2017. The patient had undergone an scs implant procedure on (B)(6) 2017. There were no complications reported during the procedure. There is no known allegation from a healthcare professional that suggests the death was related to the device.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report.